Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 05/11/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box history showed no evidence of cs 078 call service alarms occurring. The pump was exercised for 24 hours with no alarms occurring. The pump case was removed and no internal damage was observed. Unrelated to the complaint, evaluation revealed that the display was dim, faded, and discolored. The call service alarm issue was not able to be duplicated during investigation.